Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf catheter approved under p030031/s078. The product investigation was completed. Device evaluation details: visual analysis revealed reddish-brown material presumably blood inside the pebax section, as well as on the dome and electrodes. Further investigation revealed a hole in the pebax. The device was connected to the carto 3 system, it was recognized and visualized. No force issues were observed. A manufacturing record evaluation was performed for the finished device 31752292l number, and no internal action was found during the review. The blood residues inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the hole in the pebax could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the blood on the electrodes could be related to the procedure. The catheter instructions for use (IFU) contains the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient.